Event description:
Patient underwent defibrillator generator change. About a week later, patient had an evaluation in the device clinic, everything checks out okay. About a week after evaluation, patient expires.